Manufacturer narrative:
Investigation: it was reported that pseudomonas aeruginosa would not grow. The complaints trends were reviewed for a period covering 12 months. There were no similar complaints received during that period on this product lot. Therefore, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample was not provided. An analysis of growth promotion for the media was performed on retention samples for batch 1077272. The performance tests on retention samples of the mentioned batch number resulted in excellent growth of p. Aeruginosa atcc 9027 after 18 hours at 30°c-35°c and 48 hours at 35°c-37°c in aerob atmosphere. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc performance test. Investigation conclusion: based on the evaluation of the report and based on the qc test results, the complaint was not confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. A definite root cause could not be determined. We would suggest that any prepared plated media that does not meet the appearance specification is set aside, and not used, as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that while using 60 plate pseudosel agar 90mm 20 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "couldn¿t recover pseudomonas aeruginosa using 254419 (pseudosel agar)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ pseudosel¿ agar catalog number 297882 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using 60 plate pseudosel agar 90mm 20 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "couldn¿t recover pseudomonas aeruginosa using 254419 (pseudosel agar)."